Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product, capsular contracture, baker grade unknown. In response to FDA report number: mw5091234, mw5091631.

Event description:
Patient reported ¿hardening¿, ¿inability to catch breath with horrific pain in breast, chest and back¿, fluid aspirated at least twice possibly three times¿, and ¿terrible anxiety and depression¿, unrelated to the device. Additionally patient reported capsular contracture baker grade unknown, "breast pain", "pain, discomfort, tightness, joint pain...back and abdominal pain often severe...night sweats, severe fatigue, moodiness, limited move of right arm, inability to reach up and bend over sob", unrelated to the device, "right axilla has lumps and the area is very tender,I have breast that change appearance, size, is tight, and uncomfortable", "has changed my life significantly. I am and have been miserable physically and mentally. I have undergone severe disruption in my quality of life. As a cancer survivor to receive this latest news about recall has created a new doubt about the lingering of time of my mentality,can never take a full breath, sometimes I get back pain, scapula pain on both sides, on deep chest discomfort." Device remains implanted.